Event description:
Per the clinic, the patient experienced a lack of clinical benefit from the device since activation due to anatomical issues. The device was explanted on (B)(6) 2020. Reimplantation with another fixation method is planned but has not taken place at the time of this report.